Event description:
It was reported issues with channel error alarms and resulted in a decrease in blood pressure. No further information was provided. This was reported to bd representatives during their site visit. The customer did not provide the information on patient's outcome. Although requested, no further information was provided.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an channel error alarms was not determined because no products or device logs were returned.

Event description:
It was reported issues with channel error alarms and resulted in a decrease in blood pressure. No further information was provided. This was reported to bd representatives during their site visit. The customer did not provide the information on patient's outcome. Although requested, no further information was provided.